Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. Event site address: no. 1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs300 intra-aortic balloon pump (iabp) system experienced an alarm and automatic inflation failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). Due to characterization limit e1 event site address: no. (B)(6). Updated fields: b4,e1,g6,h2,h6(type of investigation, investigation findings, investigation conclusions, component codes),h11. A getinge field service engineer (fse) checked and found that the system alarm and automatic restart failed, indicating a valve assembly malfunction. Fse replaced mannifold drive after the replacement, the device was functionally tested according to factory specifications and released for use.